Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 03r65, that has a similar product distributed in the us with the same list number, with 510k/PMA/bla number k170317.

Event description:
The customer observed smoke coming from the back of the alinity I processing module. It was reported that a sound was heard coming from the instrument and it shut off. The power supply was replaced and there were no further issues. No impact to patient management or user safety was reported.

Manufacturer narrative:
Additional information section h4 - device mfg date: updated from blank to 9/23/2018; section d10 - concomitant product: updated from blank to main power supply, processing module, a-30103383-0. The field service representative (fsr) inspected the instrument and replaced the main power supply, processing module which resolved the issue. No fire or damage to the instrument was observed, and no injury occurred. The instrument service history review for (B)(6) revealed no additional issues of loud noises and/or smoke from parts, have been reported since the service activity was completed. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I processing module did not identify an increase in complaint activity. A review of tracking and trending for the main power supply, processing module did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the main power supply, processing module, was identified.

Event description:
The customer observed smoke coming from the back of the alinity I processing module. It was reported that a sound was heard coming from the instrument and it shut off. The power supply was replaced and there were no further issues. No impact to patient management or user safety was reported.